Event description:
It was reported that the customer was using the universal modular electric/battery double trigger handpiece for surgery. While attaching the battery, the tool immediately started and could not be stopped. The battery was removed and reattached but the same fault occurred. This was checked again after surgery and was completed with the remaining handset and was still starting and unable to stop.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.